Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that he had a blood glucose reading of 123 mg/dl, then ate food and went on an hour-long bike ride. He tested his blood glucose afterward and it read in the 300 mg/dl range. He stated that this was his only incident of unexplained high blood glucose levels. He noted that he had also woken up on some mornings, about 2 or 3 times, with a low blood glucose reading in the 40 mg/dl range. He reported that even with basal rate adjustments, he still woke up with low blood glucose. He advised that he believed that he needed to get used to using the insulin pump, declining further assistance. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.